Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support in attempting to load a new cartridge, but the cartridge alarm recurred, and they were unable to resume insulin therapy. As a corrective measure, technical support arranged to replace the pump, instructed the customer on proper storage procedures prior to return, and confirmed the shipping details. The customer will use multiple daily injections as a backup therapy to ensure continued insulin delivery.